Event description:
It was reported that a rupture occurred. A 2.0mm x 220mm x 150cm coyote and a 4.0mm x 150mm x 150cm coyote were selected for use. During the procedure, the devices ruptured. There were no patient complications.

Event description:
It was reported that a rupture occurred. A 2.0mm x 220mm x 150cm coyote and a 4.0mm x 150mm x 150cm coyote were selected for use. During the procedure, the devices ruptured. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 11.2cm from the tip and is approximately 48mm long. Inspection of the remainder of the device presented no other damage or irregularities.